Manufacturer narrative:
Insulin pump was received with no button response due to unlocked keypad connector on lcd board. Unable to verify for blood glucose reminder (check blood glucose) function anomaly due to no button response. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the b button on the insulin pump was hard press and did not seem to respond. The blood glucose reminder was not going off. Customer's blood glucose level was 153 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.